Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported he has been having trouble with his infusion sets and elevated readings for the past week. Patient stated it started last weekend and his blood glucose levels would be as elevated as 479-480 mg/dl. Patient reported he would take an injection to bring the blood glucose readings down because they were so elevated. Patient stated the injection would bring the readings down but within 3-3.5 hours they would be elevated again so he would change the infusion site. Patient reported when he removed the infusion site, he noticed the cannula was kinked about 1/3/-1/4 of the way down. Patient stated this has happened 4 times over the past week. Patient reported each time the cannula was kinked, it was within 24 hours of use. Patient stated he changes the infusion site and tubing every 3 days. Advised patient that a quick insertion will help prevent kinked cannulas. Patient reported he has not had any occlusons or error messages on the infusion device this week. Patient stated this morning, he woke up with a blood glucose reading of 193 mg/dl and that this is normal for him. Patient is not having any blood glucose issues currently. The patient did not require assistance from a healthcare professional or second party to address the issue. Sent infusion sets; no product return was requested.